Event description:
Pt received a constrained duraloc poly insert in 2000. The screws appeared to be broken 3 weeks later and the femoral head was dislocated. The poly remained locked into the solution cup, but the constraining ring was completely disassociated from the poly.